Manufacturer narrative:
Additional information was received that the device no longer functioned properly. No further information can be obtained. Device analysis found that the ipg passed all required tests performed and exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.